Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 13.2mm vicm5_ 13.2 implantable collamer lens of diopter -8.0 into the patient's right eye (od) 11/sept/2023. The patient experienced an excessive vault, significant reduction of iridocorneal angles, angle closure and elevated iop. On 22/sept/2023 the explanted. The lens was later replaced with the same model and power, shorter length and the problem was resolved. Status of the eye: "no symptoms". The reporter indicated the cause of the event is unknown. H6 - medical device problem code 1494: off-label use "under 21 yrs of age at date of implantation" and "pre-exsisting: progressive myopia" should be added. H6-health effect- impact code: "4629" should be removed and code "4627" should be added. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2 implantable collamer lens of -8.0 diopter into the patients right eye (od) on (B)(6) 2023. Excessive vault was observed with significant reduction of iridocorneal angles, elevated iop and angle closure after surgery. On (B)(6) 2023 the lens was exchanged for a shorter length and the problem was resolved.

Manufacturer narrative:
H6- clicical code4581- significat reduction of iridocorneal angles; angle closure. Claim# (B)(4).